Event description:
PICC line inserted in 2008 and developed a leaking valve in the white port. PICC line removed and replaced on four days later with lot 1283022 and it also developed a leaking valve in the white port. PICC line removed and it was not replaced.